Manufacturer narrative:
(B)(4). Concomitant medical products: unknown ringloc cup, unknown head, once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02154, 0001825034-2017-02155, 0001825034-2017-02156.

Event description:
It was reported that a patient underwent an initial hip surgery on an unknown date. Subsequently, the patient has been indicated for a revision however a revision has not been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.